Event description:
It was reported that, "threads stripped out of window trial when trying to remove it from the acetabulum. We were not able to thread impaction handle onto the window trial. Removed it with a bone punch."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.